Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by turbid fluid. The cause of the peritonitis was not reported. The patient was not hospitalized for the event. The same day as event onset, the patient began treatment with intraperitoneal (ip) cloxacillin, ip fortum, and ip gentamicin (doses and frequencies not reported). Pd therapy was ongoing. At the time of this report the patient outcome was not reported and antibiotic therapy was ongoing. No additional information is available.